Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user experienced an urgent low blood glucose of 54 mg/dl while engaged in physical activity outdoors with the pump connected and self-treated with an oral glucose beverage. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user, review and analysis of information provided, and assessment for procedural factors. Investigation of this case revealed no device problem and identified a usage problem related to performing physical activity while connected to the pump. It was concluded, based on previously established findings for similar reports, that the cause was use error.